Event description:
The customer reported the image of the endoeye flex deflectable videoscope was green. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the complaint was confirmed and the color tone of the image was not proper due to damage on the video plug and charged coupled device (ccd) unit in the endoscope connector. Also, evaluation found the bending section cover adhesive was chipped, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, image noise occurred due to damage on the ccd unit and the electrical contact of the video connector being shaved, the connection between the insertion pipe and control unit was not secured due to looseness of the insertion pipe, switch #1 was cut and discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the green image could not be determined. It is possible that the green image was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including the integrated circuit chip and capacitor mounted on the electric circuit board had a defect. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the event occurred due to the following: 1) the electrical connection became unstable due to the external load that occurred during handling, causing the image sensor to malfunction. 2) if the video connector was connected with foreign objects or dirt attached to the contacts of the video connector or the contacts on the video system center side, the contact failed and the image sensor malfunctioned due to the electrical load. 3) the image sensor malfunctioned due to sudden over current caused by static electricity, etc. Note that overcurrent can occur due to connecting or disconnecting the video connector while the system power is on, leakage current from other devices or electrical wiring, or dust or moisture adhering to the video system center and video connector electrical contacts. 4) the image sensor broke down when the imaging unit was removed for repair or due to mechanical stress during assembly. The inspection method for the event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows" "[inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the angle lever on the endoscope to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing." Olympus will continue to monitor field performance for this device.